Event description:
Patient was induced and shortly after the sternotomy a "lead fail message" was displayed on the monitor as one of the ECG leads (lead v) disappeared. The monitor was adjusted to display two of the limb leads (lead ii & lead iii) instead. All of the ECG leads and electrodes had been carefully placed and covered, so it was considered unlikely that a pad (electrode) had come loose. The cable connection near the patient was also checked. The cvp pressure tracing at the same time was noted to exhibit significant noise artifact and this did not improve after replacing the pressure cable. A few minutes later, it was observed that the arterial line tracing would disappear suddenly from the screen without anyone disturbing or changing anything. Then the arterial line tracing would reappear. This did not improve after changing the pressure cable several times and changing the transducer, so it was assumed that the problem was with the physiologic monitor. In view of the fact that the monitor was critical to the surgical procedure, it was opted to use a transport monitor to display the patient's physiologic information.